Manufacturer narrative:
No lot number provided for DHR.

Event description:
It was reported that a patient using an uncuffed bivona pediatric tube has had two of them break on the second use. No patient injury was reported.